Event description:
It was reported that the patient with this pacemaker presented to the emergency room due to dizziness. During interrogation, it was noted that the device was in safety mode. The dizziness was due to pacing inhibition that was result of oversensing of myopotential noise. The device was explanted and replaced. The device was discarded and not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.